Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement power switching board shipped to site 07/13/2016. Suspect power switching board returned to manufacturer for analysis and is under analysis. On 07/14/2016, a medtronic representative performed an imaging system check-out, cable grade & safety inspection areas passed. Mechanical test and imaging modalities test failed. Image acquisition system (ias) does not respond when key-switch was turned and held clockwise. No mechanical function due to system not powering on. Key-switch tested, and was functional. Voltage readings reveal that 24 vdc not present on test points of power-switching pcb. Power switching pcb ordered and replace per procedure. System function restored. System check-out satisfactory. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that a imaging system was is not turning on. The medtronic representative turns on the imaging system and nothing happens. Checked f11 and f12 and those were still functioning. The medtronic representative also checked batteries. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned power switching board found that the reported event was related to an electrical issue. The board was installed in a test imaging system. When the key switch is turned, 24 vdc does not reach system control board (no beep) and the image acquisition system (ias) components do not power on. Continuity testing verified both fuses were good. There was an electrical issue with power switching board. The reported event was confirmed.